Event description:
The customer reported that two samples reacted falsely positive with seraclone anti-a art no. 801325100, lot 7003130-03. The customer has sent us the two pt samples but not the complained reagent. Therefore, the retention sample of quality control laboratory was tested with the two pt samples in different methods. The two samples reacted correctly and unambiguously negative. Although the two samples were sent to an external laboratory for molecular blood group typing.